Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective, the sieve bed is saturated, and the 4-way valve is not shifting fully.

Event description:
Dealer is stating that the unit has no alarm.

Event description:
Dealer is stating that the unit has no alarm.